Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). A revision will be performed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements greater than 2000 ohms. The lead configuration was reprogrammed and all measurements were appropriate. The next follow-up noted normal impedance measurements. Subsequent information was received that the lv sensing was jumping between 2mv and 16mv and patient could feel muscle movement. All other measurements are stable. Insulation damage and lead fracture suspected. Boston scientific technical services (ts) confirmed the partial fracture or compression. A revision procedure will be performed. No adverse patient effects were reported.

Event description:
--

Event description:
Information was subsequently received that a revision procedure was performed to reposition the device under the muscle. On x-ray, a small bend was noted on the lv lead. Additionally, testing through the pacing system analyzer (psa) noted high impedance measurements, no sensing and loss of capture. Unipolar configuration and extended bipolar configuration from the left ventricular tip to the right ventricular lead showed normal values. As a result, this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis revealed the outer coils were slightly compressed where all filars are fractured. The damage was located approximately 57.5 cm from terminal pin. Due to the location and type of damage, it is likely this was caused by entrapment in the clavicle/ first-rib region.